Manufacturer narrative:
Investigation results lead to the conclusion that the device likely failed due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements on the reference electrode. Further, damage to the active electrode likely caused by minute device mobility, also observed during device investigation, might have contributed to the reported lack of benefit. Problems given in the patient report seem to match with the investigation findings. This is a final report.

Event description:
The user was implanted in 2003 and reached a 82% score in speech tests. Since (B)(6) 2014, the hearing performance with the device started to drop, till arriving at 10% score in speech tests. Re-implantation took place.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at headquarters. As per new information received, the technical reason of the ex-plantation is a drop in performance.